Event description:
During course of an educational call, pt reported that pt was treated at hospital for hyperglycemia several months ago. Pump not returned for evaluation and not expected. User error or concomitant flu symptoms with nausea and vomiting likely caused event.